Event description:
On 3/17/97, a facility nurse informed the MFR's customer service representative, that " last week (date not specified) the device was not working." An x-ray was taken which revealed that the device catheter had sheared off in the clavicle region. The device catheter was removed and another device (same catalog number) was implanted, no further details were provided at this time.